Event description:
The customer reported that the unit failed with pressure sensors failure occurrence. The customer reported that the unit was in use on pt, but no pt harm reported. The field service engineer replaced the data acquisition to motor controller cable and the reported problem was corrected. The unit is now back in service.

Manufacturer narrative:
Event date: (B)(6) 2014. Conclusion / root cause: the data acquisition pcba to motor controller pcba cable was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).